Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) exhibited an error message that indicated a software reset to nominal parameter settings had occurred. The error message was cleared and the ICD tested and reprogrammed. The ICD functioned normally after reprogramming, and remains implanted. The ICD will be followed according to the normal follow-up schedule.